Event description:
Per the audiologist, the pt did not obtain any auditory sensation from the cochlear implant system. An x-ray done (date not reported) showed the electrode array was not appropriately inserted in the cochlea. The pt's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.